Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. In the morning he was fine and so was the readings on the cgm. At 1700, the cgm on the receiver was around 96 mg/dl. Abound 1800, the spouse found the patient weak and looking unwell. The spouse gave carbohydrates. After that, the cgm did not increase and 15 minutes later, the cgm was 76 mg/dl. The patient became unresponsive. The bg was not checked and 911 were called. 15 minutes later, the bg was like 31 mg /dl. The spouse was no longer paying attention to the cgm. He was given some kind of sugar in a form of fluids, and by the time the emt arrived, he was still unresponsive. The patient was taken to the emergency department (ed) around 1930. The patient woke and feeling okay and stable. The reading was no longer low on bg meter , but they did not pay attention to the cgm readings. The patient was given more carbohydrates and discharged after 5-6 hours. At some point, they checked the cgm readings around that time , and it was still incorrect compared to bg meter, but the spouse does not remember the numbers. He had rebound hyperglycemia at home. No mention of treatment for rebound hyperglycemia. The patient was fine during the report the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.